Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a communication error (error 315). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: some form of stress, such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.